Event description:
The customer reports that in 2007, three patient samples tested positive in one run on the advia centaur tni-ultra assay and one patient underwent a coronary artery operation. The operator discovered that both the wash 1 reservoir and wash 1 container were empty. When they placed a full wash 1 bottle on the instrument and reran the samples and all three samples were negative.

Manufacturer narrative:
A siemens field service engineer (fse) examined the instrument and checked the capacitance sensors, which were working properly. The fse reviewed the instrument log for wash 1 messages, but there were none. The lack of a wash 1 message indicates that the sensor malfunctioned and did not detect that the wash 1 reservoir was low. As a result a flag was not raised to alert the operator to replace the wash 1 bottle and the reservoir went dry. The fse replaced the wash 1 sensor and updated the instrument with a larger reservoir and the instrument is running as intended. Investigations to determine the root cause for the wash 1 sensor failure are in process.